Event description:
The pt was involved in a car accident and subsequently experienced overstimulation from the device. She had two programmers available and neither could communicate with the ipg. The outcome is unk. Further info is being requested from the hcp.